Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not rec'd to date. (B)(4).

Event description:
A facility reported that the standby/ready button of a system intermittently failed. This caused a delay of a day in a patient's procedure. Add'l info has been requested, but not rec'd to date.